Event description:
Reporter alleged obtaining the results of 127 mg/dl and 264 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that she took 3 units of humalog insulin based on the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.